Manufacturer narrative:
The device will not been returned for analysis as it was implanted; therefore the complaint could not be determined. The anatomy was reported to be severely tortuous. Per onyx IFU: "the patient's angioanatomy must be amenable to microcatheter tip placement at a location that is distal to arterial branches that potentially may feed a cranial nerve. Adjunctive coil use should be considered if angiography shows that venous drainage of the avm appears almost simultaneously with arterial opacification."

Event description:
Medtronic received a report of incomplete embolization procedure due to incomplete penetration of onyx. Embolization procedure of a ruptured inferior vermian arteriovenous malformation (avm) was performed. Access to the left pica was difficult due to severe tortuousity. Finally, a catheter was positioned in the second dysplastic aneurysm, into which onyx was injected. They were gradually able to fill the aneurysm space, but the onyx only penetrated a fairly short distance into the nidus, which was further along the downstream bed. Reflux enabled us to occlude the medial and distal segments of the pica, but not to reach the nidus where the malformation was located. The physician determine that a follow up surgery was required because the embolization was only partial. The surgery was performed successfully four days later. No patient injury was reported as a result of this procedure.